Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>27.8 mmol/l,>500 mg/dl) with ketones of 2.6. The pod was worn between 25 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with a new pod.